Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2012; rvdr01 implantable pulse generator (ipg), (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead demonstrated an increase in impedance values as well as low impedance values. There was also no capture on the lead, oversensing and undersensing. A chest x-ray was performed and it revealed a disconformity of the lead near the patient's clavicle - the lead entry site. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.